Event description:
Pt was implanted with prodisc-l at l5-s1 on an unk date. Pt complained of pain. Surgeon plans to remove the implant and revise the pt to a fusion. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.